Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Motor passed the motor test. The device passed displacement test. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked. No encoder signal out alarm on pump alarm history screen noted. Unable to performed displacement accuracy test due to motor error alarm anomaly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error after it has been exposed to MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer reported to have received a and a motor position encoder error. Customer also reported to have experienced a low blood glucose of 46 mg/dl and treated with food. Symptoms related to low blood glucose was feeling weak and shaky. The customer was not connected to the insulin pump while priming the device. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.